Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the device involved with the complaint and completed the device evaluation. Investigation revealed the cannula moved with respect to its bowl feature. The weld that joins the tube and bowl was cracked around the circumference. Since the orientation of tube relative to bowl is critical to the function of the device, item, the cannula could not be used. No other damage was found. On 03/25/2014 isi sent field action notifications to the site and its sister hospitals regarding the weld failure mode; however, only one acknowledgement was received. During isi's field action investigation, it was found that the affected cannula was not shipped to the site; however, affected product was shipped to one of sister sites and an acknowledgement receipt was received by isi on 04/24/2014. On 09/15/2015, isi contacted the site's robotics coordinator who initially reported this complaint. The robotics coordinator indicated that they were in possession of the affected cannula because they likely borrowed the cannula from one of their sister hospitals. The customer reported complaint does not itself constitute a MDR reportable event; however; cracked weld found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a single-site da vinci assisted cholecystectomy procedure, it was noted that the top of the single-site 5 mm curved cannula moved from the shaft. The planned surgical procedure was completed and there was no report that any fragments from the cannula fell into the patient and there was no report of any patient harm, adverse outcome or injury to the patient.